Manufacturer narrative:
Additional information: on december 16, 2025 we received confirmation that the original implanted lens is still in the right eye. Corrected data: the patient was not left aphakic. Based on the new information, health effect - impact code: 4629 - device revision or replacement has been removed and code 2199 - no health consequences or impact has been added device evaluation: the intraocular lens (iol) was not returned for evaluation. Therefore, product testing could not be performed. The customer¿s reported complaint could not be verified. As the serial number is unknown, no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced severe visual aberrations, likely due to dry eye, after the implantation of a synergy toric intraocular lens (iol). The patient was dissatisfied with their vision, and was experiencing severe glare. The iol was explanted from their right eye; however, an exchange was not possible due to the lens being too firmly embedded. The patient was left aphakic. The patient had been implanted bilaterally but did not experience any issues with the left eye. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.